Event description:
It was reported that "40 minutes after inserting the catheter, during transport to another hospital the pump gave an alarm [for] helium leak. Upon arrival, they connected the patient to another iabp". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The reported complaint of helium loss alarm is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "40 minutes after inserting the catheter, during transport to another hospital the pump gave an alarm [for] helium leak. Upon arrival, they connected the patient to another iabp". No patient harm or injury. The patient status is reported as "fine".